Manufacturer narrative:
Patient weight not available from the site. Replacement ups shipped to site (B)(4) 2013. Medtronic representative performed a navigation system check-out on (B)(4) 2013, repair was successful. Medtronic investigation of returned suspect device found that when connected, the ups powered on without issue. All outlets have power. Found that two of the screws that hold the side panel on the ups were missing. Also found that the remainder of the screw heads have little wear. Someone had previously opened the ups. The ups was run continuously for 2 days under a load and no issues were observed. Not able to duplicate the reported issue. Ups found to be fully functional.

Event description:
A medtronic representative reported that 7 hours into a tumor orbitotomy procedure, the navigation system unexpectedly lost power. The system would not power back up. In trouble-shooting, the front and side panels were removed and a multi-meter was used to determine no voltage was coming from the ups. The surgeon opted to discontinue the use of navigation to complete the procedure. There was no impact on patient outcome.